Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the error code 226 was identified during the device evaluation. A definitive root cause could not be identified. Based on the results of the investigation, the no image was due to connector board defect and error code 226 due to component failure. Olympus will continue to monitor field performance for this device.

Event description:
No new additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the colonovideoscope exhibited no image during set up/inspection for use. There were no reports of patient involvement.